Event description:
It was reported, the pt had an infection at the lead site. The pt was placed on antibiotic for three weeks. F/u identified the physician opted to irrigated and clean the site during exploratory dissection. It was reported, the physician decided to leave the scs system implanted at the procedure. F/u identified the pt was placed on another round of antibiotics. It was reported, the culture came back as a staph infection. The pt was scheduled for a f/u appointment.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.